Manufacturer narrative:
Device 1 of 1. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was "foreign body found on the dressing". Additional information was received clarifying that the foreign body ¿is in the packaging.¿ the product was not used on a patient. A photograph depicting the reported complaint issue was provided by the complainant.